Event description:
Reporter alleged when pressing the button to puncture his finger, the lancet never retracted back into the device. It was stated no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.